Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 12/06/2015 to report that a (B)(6) female patient had an itchy rash all over her back and belly and bottom. The rash was not bumpy nor bleeding. The patient applied a cream to her skin and the patient's physician later prescribed the patient a different cream to use. Follow-up indicated that the condition of the rash remained the same. The medical outcome of the rash is unknown.